Event description:
It was reported that the external pulse generator had a broken liquid crystal display (lcd). The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a broken liquid crystal display (lcd). The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that the liquid crystal display (lcd) was broken. Analysis did find that the lcd lens was broken, the battery contacts were compressed, the lower case was out of specification, the two side bail covers were broken and the ring was bent. (B)(4).